Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5537055. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Event description:
Additional information indicated the device was revised on (B)(6) 2018 due to tubing leakage. An assembly kit was only used, so there is no product to return.